Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip was returned for product evaluation. The returned sample included the mated carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, and collagen were able to deploy; however, the tamper tube did not deploy from the device. The carrier tube was subsequently cut open to verify the presence of the tamper tube. The tamper tube was confirmed to have been present within the device and was inspected for potential issues. No issues were found with the component, although the tamper tube was found to have been coated in dried blood. The inner diameter (ID) of the carrier tube assembly and the outer diameter (od) of the tamper tube were measured. The outer diameter of the tamper tube was measured to be 0.0604'' which was within the specification of 0.060+/-0.002". The carrier tube ID was found to be 0.063" which is within the specification of 0.068" +/- 0.005". Measurement was within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint was able to be confirmed for non- deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the doctor placed the sheath/vessel locator precisely in place, inserted the angio-seal and clicked in, clicked out. When the doctor attempted to deploy the angio-seal device, everything came out and the foot plate never even exited the beveled sheath. Pressure was held and the patient was fine. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 03 feb 2023: a 6 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There was no blood loss greater than 250cc's. No equipment or other devices were used with the product involved. The procedure performed was a left heart catheterization.